Event description:
Healthcare professional reported reason for left side removal was noted as unknown. Healthcare professional later reported rupture against mentor device (non-abbvie). Device has been explanted and replaced abbvie ref (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).